Event description:
It was reported that the patient received an alert for high, out of range high voltage lead impedance. Pocket encapsulation was suspected. The impedance had stabilized and no intervention is planned. The lead remains implanted. Patient is fine.